Event description:
It was reported that the balloon broke and the band had to be explanted. The band was replaced with a cousin band. There were not other patient consequences reported.

Manufacturer narrative:
Evaluation summary: the complaint was confirmed. The swedish adjustable gastric band (sagb) was returned with one perforation on the balloon. While it was not possible to draw definitive conclusion regarding root cause, it was noted that the product instruction for use (IFU) states that a loss of fluid from the balloon can occur at any time and for a number of different reasons. It was tentatively concluded that the observed defect was most likely the result of material deterioration of the balloon over time, and subsequent leakage on or near a product fold line consistent with the reported implant time. The presence of fold lines is associated with the wear out phase of the implanted band. Manufacturing practices were reviewed with respect to testing of the swedish adjustable gastric band (sagb) prior to release. It was noted that 100% of all devices are leak tested. No packaging lot number was provided for this device; therefore, no device history record (DHR) review could be performed. Event of this type continue to be trended and monitored at obtech medical.